Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Monitor: 02/01/2012 - reuse, electrode belt: 10/01/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www/accessdata.FDA.gov/cdrh_docs?pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male pt reported that he was treated while walking around. The lifevest delivered an inappropriate treatment at 15:15:43 during atrial fibrillation (145 bpm). The rapid atrial fibrillation contributed to the false detection. Th response buttons were not used during the event. It is unknown if the pt sought medical attention. The pt continued to use the lifevest.